Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they were hospitalized for hypoglycemia. They were wearing the pod for more than 48 hours on the arm. The patient originally had high blood glucose (bg) levels. They treated those levels accordingly. The next thing the patient knew they were unconscious with low bg levels. The paramedics were called and when the ambulance crew arrived they gave the patient orange juice and a reese's peanut butter cup and got the bg level up to 41 mg/dl. It went up to 57 mg/dl then fell back into the 30s. They then suspended the insulin and took the patient to hospital by ambulance. When they arrived at the hospital they gave the patient a d50 shot. The patient couldn't eat so they gave the patient soda and glucose on their gums. The patient's blood glucose levels then went up to 300 mg/dl and then to 435 mg/dl. One the bg levels increased to 557 mg/dl they let put on a new pod on the patient.